Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report not hearing alerts on the g5 mobile application on (B)(6) 2016. There was no report of injury or medical intervention. No additional patient or event information is available.